Event description:
It was reported that the asymptomatic patient presented for system implant. During procedure, electrocautery was used. The pulse generator exhibited false elective replacement indicator and loss of rf telemetry. A software download was performed successfully and the device resumed normal functions. The patient would be followed normally.

Manufacturer narrative:
(B)(4).